Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and insulin was squirting out during priming. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer also reported a loose drive support cap. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to failed battery test alarm. Device had loose/protruded drive support disk.